Event description:
It was reported during a trial procedure, the physician attempted to place the lead but was unable to due to the patient's anatomy. The physician opted to remove the lead and perform a permanent trial using a paddle lead. The procedure was extended for approx. 1.5 hours.

Manufacturer narrative:
Visual inspection noted no anomalies or damage. The device meets product specifications and there is no alleged failure of the device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.